Event description:
It was reported that red tape was across the units of a bd threaded lock cannula. This occurred 10 (B)(4) and was discovered prior to use. The following information was provided by the initial reporter, translated from japanese to english: red tapes were on the 10 products.

Manufacturer narrative:
H.6. Investigation: seven photos and one 100-count carton containing ninety interlink cannulas in blister packs from batch 6326644 (p/n 303369) were received and evaluated. It was observed ten of the blister packs had red splicing that caused an improper seal and were rejectable per product specification. Potential root cause for the open seal defect is associated with the packaging process. The splice tape sensor was improperly adjusted and would not detect the red tape. Additionally, there was no sensor challenge to check for proper function. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that red tape was across the units of a bd threaded lock cannula. This occurred 10 units and was discovered prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: red tapes were on the 10 products.